Event description:
It was reported that the patient was sensitive to emi and experienced ramping of their implantable neurostimulator(ins). The patient was told that 4 of the 8 electrodes (even though he only has 4) had impedances greater than 4000 ohms. The ins was reprogrammed to use leads that showed less than 4000 ohms and the ramping issue was resolved. Patient's outcome was noted as fine. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead model 3093-28, lot# v693903, implanted: (B)(6)-2007, explanted: na, programmer model 3037, serial# (B)(4).